Event description:
Healthcare professional reported left side "implant shows, drop images, linguine sign, target images, indicative of intracapsular rupture of the prosthesis diagnosed via MRI. Some lymph nodes in the axillary area and periprosthetic liquid film". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Manufacturer narrative:
Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture and seroma requested on oct 30, 2024. It is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, broken on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h6.

Event description:
Histological test showed "periprosthetic fibrohyaline connective tissue".

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive. ¿ seroma: unable to observe no other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side intracapsular device rupture and periprosthetic liquid film diagnosed by MRI. Device has been explanted.